Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the dovetail was loose on the aberrometer was able to wiggle on the scope. There was no patient involvement and no additional information available.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was confirmed. A screw on the dovetail was observed to be missing, which was replaced as a correction. All screws on the dovetail was tightened and the system realigned to the customer¿s microscope. The system was tested and found to meet product specifications. A review of the manufacturing record did not reveal any related non-conformity during manufacturing for this aberrometer. Based on quality assurance assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to missing and loose screws. How or when this occurred is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).